Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced pain at ipg site. Reportedly, patient also experienced weight loss which could not be quantify. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was repositioned within the same pocket.

Manufacturer narrative:
Corrected data: d4 - additional device information. D6a - date of implant. H4 - device manufacture date. A patient experiencing pain/migration at the ipg site was reported to abbott. As a result, the ipg was repositioned in the same pocket. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.